Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4). Concomitant product: 5076-58 implantable pacing lead, implanted: (B)(6) 2003; 5076-52 implantable pacing lead, implanted: (B)(6) 2003.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 10 months post implant of the ipg and 10 years post implant of both leads. A cause of death was requested and not received.

Manufacturer narrative:
Additional information was received from the coroner that the cause of death was listed as natural; cardiac arrhythmia due to atherosclerosis, coronary disease, myocardio scaring, history of pacemaker (remote) and prior coronary stenting. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.